Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the mobile power unit (mpu) was not working properly and there was a continuous audio tone. The mpu was removed from use.

Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: loose sleeve around connectors, damaged battery strap, contamination. The reported event of ¿not working properly and there was a continuous audio tone¿ was confirmed with the provided video. The provided video captured the ac power cord being connected to the electrical outlet. The yellow wrench flashed after the mobile power unit (mpu) was connected to power prior to the mpu completing the self-test where all three indicators flash. A constant audio tone was also active at this time. The mpu then completed the self-test and the green power symbol remained active, but the tone did not resolve. The mobile power unit was received for an evaluation. The unit powered on and booted up as intended. A test system controller was connected to the unit, and manipulation of the patient cable assembly could not reproduce an unexpected alarm/audio issue. Of note, the green power symbol was lit with no alarm/audio issue observed. Electrical measurement of the patient cable assembly did not reveal any shorted or breakdown condition with the underlying wires that could potentially be related. A root cause of the alarm/audio issue captured in the provided video could not be determined during the analysis. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 10 ¿safety checklists¿, instructs users to ¿check all electrical connections between the system controller and power cables, the power cables and the mobile power unit patient cable, and the mobile power unit and ac electrical outlet.¿ under section 5 ¿alarms and troubleshooting¿, all alarm conditions are addressed. This includes the mobile power unit alarm symbols and tone. ¿yellow mobile power unit battery indicator with beeping audio tone¿ or ¿yellow wrench light with beeping audio tone¿. Under section 3 ¿powering the system¿, explains mobile power unit usage. Check the top panel of the mobile power unit. When initially connected to power, the mobile power unit automatically performs a self test, the green power symbol is illuminated, and the yellow wrench and replace mobile power unit battery lights flash, and the mobile power unit beeps twice. After the self test, the green "power on" light should remain lit (figure 45). The mobile power unit is ready for use. Heartmate 3 instructions for use document # (B)(4) under section f, safety checklists, replace any equipment or system component that appears damaged or worn. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of ¿not working properly and there was a continuous audio tone¿ was confirmed with the provided video. The provided video captured the ac power cord being connected to the electrical outlet. The yellow wrench flashed after the mobile power unit (mpu) was connected to power prior to the mpu completing the self-test where all three indicators flash. A constant audio tone was also active at this time. The mpu then completed the self-test and the green power symbol remained active but the tone did not resolve. To date, the mobile power unit (serial # (B)(6)) associated with the event was unavailable for an evaluation. The root cause for the reported event was unable to be determined through this analysis. The heartmate 3 patient handbook, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 10 ¿safety checklists¿, instructs users to ¿check all electrical connections between the system controller and power cables, the power cables and the mobile power unit patient cable, and the mobile power unit and ac electrical outlet.¿ under section 5 ¿alarms and troubleshooting¿, all alarm conditions are addressed. This includes the mobile power unit alarm symbols and tone. ¿yellow mobile power unit battery indicator with beeping audio tone¿ or ¿yellow wrench light with beeping audio tone¿. Under section 3 ¿powering the system¿, explains mobile power unit usage. Check the top panel of the mobile power unit. When initially connected to power, the mobile power unit automatically performs a self test, the green power symbol is illuminated, and the yellow wrench and replace mobile power unit battery lights flash, and the mobile power unit beeps twice. After the self test, the green "power on" light should remain lit (figure 45). The mobile power unit is ready for use. The heartmate 3 instructions for use rev c, under section f, safety checklists, replace any equipment or system component that appears damaged or worn. The device history record indicated the device was manufactured in accordance to manufacturing and quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.